Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. D9: device availability and return date was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation codes were added: 4109, 4111, 4110 and 3331. H6: investigation findings code was added: 3252. H6: investigation conclusions code was added: 4307. H10: narrative/data was updated. An impl tapered scr-v ha 3.7 mm 3.5mm 13mm (tsvh13) was returned for investigation. Visual inspection of the as returned product identified blood and bone and a fracture at the collar no pre-existing conditions were noted. The reported device was location is #12 (universal) and was used for approximately 10 years DHR review was completed for the subject lot number (61599375). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (61599375) for similar event and no other complaint was identified. August post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No additional event information at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Additional PMA/510(k) number: k011028, k013227. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient presented in the office with crown and abutment in hand. X-ray was taken and the implant at tooth location # 12 was found to be fractured. Dr decided to leave the implant implanted and attempt to put a new abutment and crown on in hopes of not needing to remove the implant. Patient returned with abutment and crown in hand again and the doctor decided to extract the implant.